Event description:
Event description boston scientific received information that during the implant procedure, this atrial lead appeared to roll over itself when passed through the introducer; however, the lead was eventually passed into the atrium. Inspecetion under flouroscopy revealed a bend in the lead; however, the helix extended normally and measurements were normal.after the implant procedure the ventricular lead exhibited an increase in thresholds and the r-waves had decreased. The decision was made to leave the leads implanted.